Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 2.0 performed on (B)(6) 2022 on an unknown swab type. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported an unconfirmed false positive result with the ID now covid-19 2.0 performed on (B)(6) 2022 on an unknown swab type. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.